Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis [synovitis]. Bilateral knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male patient, initials unknown with grade 4 osteoarthritis. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with intra-articular synvisc (hylan g-f 20) injection in both knees, dosage regimen not provided. On (B)(6) 2001, the patient received third synvisc (hylan g-f 20) injection in both knees. The lot number for synvisc was not provided. On (B)(6) 2001, the patient experienced synovitis in both knees. On an unspecified date, the patient underwent arthrocentesis of both knees and 34 cc of clear yellow fluid (moderate) was aspirated. On an unspecified, the patient received treatment with celeston (betamethasone) and xylocaine (lidocaine) for synovitis and bilateral knee effusion. On (B)(6) 2001 (after 15 days), the patient recovered from the event of synovitis. The outcome for the events of synovitis of bilateral knee effusion was not provided. The intensity for both the events of synovitis and bilateral knee effusion was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. The causal relationship between synvisc and the event of bilateral knee effusion was not provided. Additional information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).